Event description:
It was reported that a patient underwent a craniotomy on (B)(6) 2014 and suture was used for knotted suturing under the skin. During passage through tissue the needle broke at the swage. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.